Event description:
A customer reported that during a vitreo-retinal procedure, loose irrigation tubing at the cassette caused bbs (balanced salt solution) to leak "all over" the front of the system; consequently, the table top illuminator stopped working. No pt harm was reported. Add'l info has been requested.

Manufacturer narrative:
The company service rep examined the system and observed dried bss (balanced salt solution) all over the front covers of the system. The company sales rep stated the customer did not properly secure the cassette tubing causing the bss leak. The company service rep cleaned the bss from all visible areas. The company rep could not duplicate the illuminator issue reported. The system was then tested and met all product specs. No sample was returned for eval and no add'l info was provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined. (B)(4).